Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the patient that infusion set was leaking from site within one days of use. No further information was available